Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was able to verify the reported issue. The stryker fsr replaced the device's main keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's main keypad was unresponsive and sticky. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.